Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a distorted image. The issue was identified during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error e216, universal cord was sticky, connecting tube has corrosion. Additionally, the a root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions distorted image and scope communication error e216 was traced to corrosion on plug unit. Also, the following led to the additional malfunctions: sticky universal cord was due to water leakage, and corrosion in connecting tube was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.